Event description:
It was reported 225 days following a percutaneous carotid artery intervention stenting treatment procedure that the pt returned with in-stent restenosis. The index procedure treated the 90% stenosed 6x20mm target lesion located in the left distal common carotid artery. Treatment utilized a bsc filterwire ez and the placement of a 4-9x30mm nexstent. Following post dilation with an unk device the residual stenosis was 0%. The pt was discharged the next day with an nih stroke valve of "0". 225 days post the index procedure an ultrasound was performed revealing a 50% stenosis in the target lesion. Upon further review of the doppler exam, the physician then felt that a 30-40% restenosis of the target lesion was more representative. No additional info is available at this time.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be ''anticipated procedural complication".